Event description:
12th congress of the european hip society, abstract no.: ehs18-538 concerning revision of large diameter metal-on-metal tha using a custom-made dual-mobility bearing. Paper reports that "at a maximum follow-up of 3.8 years one patient, with complete abductor destruction, had required revision to a constrained liner for dislocation."